Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise and low impedance out of range. The physician plans to extract the lead; however, the date has not been set. The lead remains in use. No patient complications have been reported as a result of this event.